Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off and became unresponsive at 50% battery life. The pump turned back on when it was plugged into a power source, but the battery gauge reportedly jumped up from 5% to 60%. The customer's blood glucose level was impacted (337 mg/dl) since the customer had no access to insulin for a couple of hours.